Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 5.6, lab: 3.2. Pt was in the hospital because, he was getting chemotherapy.

Manufacturer narrative:
Investigation pending.